Manufacturer narrative:
Summary of th investigation: upon receipt, the screw fixation was extended. After thorough cleaning to remove blood and tissue residues, the fixation mechanism was able to extend and retract within specification. The screw length was measured and found to be within specification (1.6 mm). Standard electrical measurements were within specification, and they did not indicate any electrical contact issues (loss of capture or high intermittency) between the two lines that could explained the reported issue. Additional tests measuring impedance under both dry and wet conditions did not reveal any abnormal values or current leakage between the conductor lines, either at the distal or proximal levels. Based on investigation result the reported event may most probably be attributed to the target site(s) or to the patient physiology or to the screwing of the lead in cavity. Considering the available data and investigation findings, a lead-related issue is not suspected to be associated with the reported event. This case is retained and utilized for trending purposes. For more details, please refer to the attached report analysis.

Event description:
During an implantation attempt, it was reported that the atrial lead not functioned despite several attempts. A new lead was used and implanted

Event description:
During an implantation attempt, it was reported that the atrial lead not functioned despite several attempts. New lead was used and implanted.